Manufacturer narrative:
Additional information: section d9 - device available for evaluation? Yes. Section d9 - date returned to manufacturer: aug 1, 2024. Section h3 - device evaluated by manufacturer? Yes. Section h4 : device manufacturer date: jan 29, 2024. Device evaluation: the product was returned to the manufacturing site for evaluation. Visual inspection was performed on the suspect product and found the plunger rod was advanced and the plunger rod tip was damaged in a way consistent to occurred during shipping. The lens module was inspected and no viscoelastic residue or damage was identified; however, a detached haptic was identified in the lens module. Due to the return condition the haptic could not be measured. The complaint issue "haptic detached" was identified during product evaluation; however, based on the complaint investigation results the complaint issue could not be confirmed to be related to the manufacturing or design process. Therefore, there is no indication of a product deficiency or product malfunction. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Section a2, a4 and a5: per regulation EU 2016/679 (general data protection regulation), patient identifiers were not collected or recorded and therefore are not available. Section b3 - date of event: unknown, as information was requested but not provided. Section d6a - implant date: unknown, as information was requested but not provided. Section e1 - telephone number: (B)(6). Section h3: the intraocular lens (iol) was not returned for evaluation. Therefore, a failure analysis of the complaint device could not be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review and possible product return and evaluation, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a preloaded intraocular lens (iol) has been implanted with an haptic missing as the patient is old and does not do intensive activities. We have learned through follow up that the device was explanted and replaced by another lens. No further detail was provided.